Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. Sheath was inserted. Dilator carefully removed and it was noticed that hemostatic valve was leaking a steady drip of blood. Sheath was replaced and problem was resolved. Procedure was able to be completed successfully without any patient complications. Device is expected to be returned for further analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to component failure to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during the preparation of a procedure to treat an atrial fibrillation (afib), a faradrive sheath were selected for use. Orion catheter was plugged in and blue condition light was blinking. Conditioned in bowl of water, then error saying "peripheral catheter cannot be conditioned" occurred. System looks like orion is no longer connected. Catheter was replaced and the issue was resolved. After that, faradrive sheath was inserted. Dilator carefully removed and it was noticed that hemostatic valve was leaking a steady drip of blood. Sheath was replaced and problem was resolved. Procedure was able to be completed successfully without any patient complications. Both devices are expected to be returned for further analysis.